Event description:
Reporter alleged that she became incoherent and unable to communicate, so the paramedics were called. Reporter stated a result of 58 mg/dl was obtained on her aviva system and within 10 minutes, the paramedics arrived and obtained a result of 32 mg/dl on their system. Reporter was treated with a peanut butter sandwich and then a result of 525 mg/dl was obtained on her aviva system, which was less than 10 minutes away from the last 32 mg/dl result obtained on paramedic's system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.